Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. No device problem found. Device received with scratched lcd window and case. Scratches do not impede visibility of screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 25.0 mmol/l. The customer's current blood glucose is 15.0 mmo/l. Troubleshooting was done for high blood glucose and under delivery. Based on customer report customer does not allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states that insulin pump was dropped. The insulin pump will not be returned for analysis.